Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that allegedly failed to charge it's internal battery. During the evaluation of the device, an issue related to the ventilator's power supply was observed. A malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources.

Event description:
The manufacturer received information from a third party service center alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.